Manufacturer narrative:
Product ID 3888-45 lot# v793126 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3888-45 lot# v793126 serial# implanted: 2011-(B)(6) explanted: product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 3776-60 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ lead product ID 37743 lot# serial# (B)(4) implanted: explanted: product typ programmer, patient. (B)(4).

Event description:
Additional information received reported that there was a mistake previously reported and the right lead did not "come loose"; it was just not "placed well to give maximum relief". The right side peripheral leads were replaced and reset for "greater effect" in (B)(6) 2011. It was stated that "the symptoms were not enough effect for the patient". It was not clear what this meant. It was noted that the action that was taken was the revision and the patient outcome was reported as recovered without sequela. It was stated that the patient was last seen on (B)(6) 2012 and was receiving effective stimulation at the time. No further information was provided.

Event description:
It was reported that the patient had two stimulators implanted. The patient stated that one week after the stimulator was connected, the right stimulator came loose. The patient had to have the device fixed surgically. Patient still had pain, but the stimulators help. The patient had fentanyl patches that had an effect on pain control.